Manufacturer narrative:
The associated legion ps high flexion insert was not returned for evaluation. Therefore, no product analysis could be performed. However, device details were provided. Thus, our investigation including the manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. Our investigation including a clinical evaluation noted that based on the information provided the surgeon reported the implant as ¿well fixed¿ and did not need replacing. The future impact to the patient beyond the revision cannot be determined. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed on the patient due to potential loosening. Implants were found to be well fixed. Insert was exchanged. A biconvex patella was implanted. No more information available.